Manufacturer narrative:
Correction: a1 - patient identifier should be DHR instead of tj, a3 - patient gender should be male instead of female and patient date of birth should be (B)(6) 1943 instead of (B)(6) 1979, b1 - adverse event should have been excluded, b2 - required intervention should have been excluded, d4 - serial number should be (B)(6) instead of (B)(6), d6a - date of implant should be (B)(6) 2015 instead of (B)(6) 2015, e1 - reporter first/ last name, reporter name, phone number, address line1, city, state, zip code should have been (B)(6), (B)(6) instead of (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 2017865-2021-27141. It was reported that the patient presented for an implantable cardioverter defibrillator (ICD) explant due to premature battery depletion. During the procedure, the left ventricular lead dislodged. Upon fluoroscopy review, dislodgement was confirmed. The lead was capped and replaced on (B)(6) 2021. The ICD was explanted and replaced. There were no consequences to the patient.